Event description:
It was reported that the cartridge was damaged at an unspecified location, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.